Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose of 54 mg/dl at the time of the incident. The customer used food to treat the lows. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering as it was giving insulin when suspended. Troubleshooting was completed but did not resolve the issue. The customer had been having lows for 3 days. The insulin pump will be returned for analysis.